Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3888q45 lot# va0j1r6 implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 3888q45 lot# va0j1r6 implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 3708220 serial# (B)(4) implanted: (B)(6)2014 explanted: (B)(6) 2017 product type extension product ID 3708220 serial# (B)(4).implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type extension product ID 3888q56 lot# va07lh2 implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead product ID 3888q56 lot# va07lh2 implanted: (B)(6) 2014 explanted: (B)(6) 2017 product type lead. No device analysis was performed; the device met risk-based analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s system was explanted due to infection. There were no environmental/external/patient factors that may have led or contributed to the event. No diagnostics/troubleshooting were performed. The issue was resolved as of (B)(6) 2017. It was noted that the devices would be replaced in the future with the manufacturer¿s products. The patient was alive with no injury. The issue occurred during normal use and it was unknown when the event occurred. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the healthcare professional first reported the event to them. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.